Manufacturer narrative:
Concomitant product: 503452 lead, implanted: (B)(6) 2001.

Event description:
It was reported that a warning was triggered on the right atrial (ra) lead due to low impedance and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.